Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. After advancement of the clip delivery system (cds) into the same steerable guide catheter (sgc), it was noted that the cds was not properly keyed. Once the cds was in the left atrium, m knob was applied and the device turned in the opposite direction. This occurred with two different cds' with the same sgc. Due to user concern, the sgc was subsequently replaced, and the procedure was completed with one clip implanted. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the devices to analyze, a cause for the reported sleeve steering issues could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.